Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was initially reported on 2024-feb-07 that a problem had been occurring since a pump refill on (B)(6) 2024. The pump constantly emitted alarms, both non- critical and critical alarms, but there were no error messages when reading, not even in the pump logs. Elective replacement indicator (eri) was not to occur until 2027, so that could be ruled out. Since the three clinician programmer tablets had the new software update, there had been constant problems. Above all there was always a message with the wrong time for every single pump, even though all the clinician programmer tablets show the correct time and were in the correct time zone. The alarm was also heard in the patient's home. At the time of the report technical services reviewed that in the case of the pump, non-critical alarms were triggered on (B)(6) 2024 due to falling below the programmed volume for the reservoir alarm. Additional information was received from a foreign healthcare provider via a company representative on 2024-feb-15. A pump alarm was occurring every hour. The patient came for troubleshooting and pump refill. The healthcare provider informed the company representative that there were more patients with the same issue but had only details from one of them. The healthcare provider indicated the error messages come up with every single patient since they have installed the latest clinician programmer synchromed software update version 2.0.1460 ; installed 2024-jan-31. The healthcare provider had the same issue since updating all three clinician programmer tablets to software version 2.0.1460 on 2024-jan-01. It was indicated that there was a huge amount of error logs that appear and always receiving time error message. The healthcare provider was concerned about the impact on their patients. The healthcare provider was not working with the new synchromed iii pump now, but instead had many patients with the synchromed ii pump. The physicians checked the pump volume and performed the refill as always. They double checked with the clinician tablet (status pump volume) and with aspiration. Although they have refilled and set the pump into correct refill status, the alarm occurs. It was indicated that they were very experienced users, and they checked error logs and found only three logs with the pump alarm. The first appointment with patient was on (B)(6) 2024 and they did a checkup again on (B)(6) 2024. As per the logs provided, a non-critical alarm regarding low reservoir occurred on both (B)(6) 2024. The logs further indicated that the event status was deleted on (B)(6) 2024, following the non-critical alarm regarding low reservoir. The logs also showed another non-critical low reservoir alarm occurring on (B)(6) 2024. The issue was not resolved as of 2024-feb-16. The patient was waiting for follow-up in which the pump logs would likely be checked again by the healthcare provider. The three clinician programmers associated with the issue remained still in use. The patient's medical history, age, and weight at the time of the event was unknown or would not be made available. Additional information was received from a foreign healthcare provider via a company representative. The physician had updated to the newest sm2 app and now one patient had a pump alarming every hour despite the doctor claiming to have programmed everything correct. Additional information was received from a foreign healthcare provider via a company representative. The pump model number, serial number, and implant dates were unknown. The physician indicated the trouble came up with the pump since update launch regarding the clinician programmer software application version 2.0.1460. Further diagnostic tests/troubleshooting performed was unknown. The cause of the alarms occurring following refill/update was unknown. Actions taken to resolve the alarms, error messages displayed / incorrect pump time were unknown. It was unknown if the alarms, error messages displayed / incorrect pump time had since been resolved. The patient¿s initials, gender and age were unknown or would not be provided regarding legal reasons.